Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25273. It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with noise on their right ventricular and right atrial lead. The noise on the right atrial lead resulting in oversensing. Both leads were capped and replaced on (B)(6) 2021. The patient was recovering post-procedure.